Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent a surgery for a sling device to implant an artificial urinary sphincter due to recurring incontinence. There was no device malfunction with sling. No further complications were reported in relation to this event.